Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue mx800 patient monitor. No information was provided whether sound was still coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue mx800 patient monitor. No information was provided whether sound was still coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.